Event description:
The info rec'd from the sales rep indicated that the pt rec'd a cypher stent in a bifurcated lesion and 48 hrs later presented with a thrombotic event (proximal to stent). A second cypher stent was implanted, and a 3 hrs post implant the pt presented with another thrombotic event and a rash. The pt had been taking plavix prior.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report numbers are 3003742446-2007-00045 and 3003742446-2007-00046. This male pt (unk age, medical history or risk factors ) experienced 2 thrombotic events post cypher stent implantation. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Absolutely no pt or procedural info was provided. No products could be returned for eval, as they were still implanted. A review of the mfg records could not be done without a lot number. In the absence of any info, it is not possible to confirm the event or determine what factors might have contributed to the events.